Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that since the beginning of 2016, the chemotherapy day unit at (B)(6) hospital has noticed an increase of extravasations since implementing the 24 g x 0.75 in. Bd nexiva closed IV catheter system. The extravasations involved the medications vincristin and oxaliplatin and have taken place with multiple different nurses. One patient was referred to the plastics team for ongoing treatment. Multiple attempts have been made to obtain additional information from the initial reporter but obtaining anything has been unsuccessful. The total number of patients affected by chemotherapy extravasations is unknown. It is also unknown if any medical or surgical interventions may have been provided. If any additional details are provided, additional mdrs and/or supplemental mdrs will be submitted.